Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of incident. The customer¿s current blood glucose value was 300 mg/dl. The customer did not provide information about symptoms. The customer treated high blood glucose with insulin pump and manual injection. Based on customer¿s report customer did allege under delivery. The customer alleges under delivery because they experienced high blood glucose value from last 2 months. The insulin pump passed displacement test and but failed high pressure test. The customer did not reported air bubbles and leak in both reservoir and infusion set. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Customer reported insulin pump was not worn during a medical procedure. Customer reported bolus wizard was programmed accurately. The insulin pump will be returned for analysis. The reservoir will not be returned for analysis.